Event description:
Reporter indicated he became aware of the death of a vns therapy patient. Good faith attempts to obtain information ruling out device malfunction have been made, but have been unsuccessful to date.

Manufacturer narrative:
Death occurred but is not suspected to be related to vns therapy. Device malfunction is not suspected.